Manufacturer narrative:
11/17/17 integra investigation completed. Manufacture date unknown. Method: failure analysis, device history evaluation. Results: failure analysis - a visual inspection found the rear portion of the chassis was dented at the power entry module and the module was loose. In addition, the heat extended mirror was out of its holder and loose, also found to be chipped. A luxtec lamp was in use and the power supply was the older previous version. The unit was powered "on" and the lamp ignited. Note that the serial number was worn and unreadable. Lamp hours: 985. System hours: 4764. Replace the heat extended mirror to resolve the reported complaint. Device history evaluation - device history record reviewed, no abnormalities related to the reported failure. Conclusion: when the mirror was not in place the full intensity of the beam was emitted into the turret. This resulted in melting of the acmi port and caused the smoking as reported. The findings are considered user error, physical damage.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports "smoking." (B)(6) 2017 customer reports "headlight box turned on and began to smoke." It was not during a procedure, no further information.